Event description:
As reported by the patient's care advocate, approximately 22 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient passed away. It was stated by the patient care advocate that the patient never left the medical facility post tavr procedure. The patient was placed on a ventilator and had hemorrhagic shock and stroke. The patient was then transferred to a rehabilitation unit and was placed on high flow nc o2. The patient care advocate stated the patient had "died of o2 toxicity". The patient had a history of copd. The patient care advocate then stated on the patient's death certificate, it listed the causes of death as stroke, pna and two additional events that could not be recalled. Additional information received via medical records revealed the patient's post procedural course was complicated by pseudoaneurysm at the femoral access iliac artery site with retroperitoneal hemorrhage with post operative hemorrhagic shock. The patient underwent repair with a vascular surgery and required 2 units of packed red blood cells (prbcs). The patient was intubated for acute respiratory failure with hypoxia. Post-extubation, the patient was noted to have aphasia and right-sided neglect. Imaging demonstrated multiple peripheral ischemic infarctions suspected secondary to cardioembolic stroke. The hospital course was further complicated by an aspiration event approximately 5 days post tavr procedure. A computed tomography (CT) performed of the chest revealed new non-obstructive segmental and sub-segmental right lower lobe pe. Subsequently, the patient expired approximately 22 days post tavr procedure.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2023-14410. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall transcatheter heart valve (thv) procedure and may require intervention. A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with a persistent communication between the originating artery and the resultant adjacent cavity. This may occur after arterial puncture for a diagnostic cardiac catheterization or an arteriogram but is more common after an arterial intervention. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, though others require treatment to prevent hemorrhage, an uncontrolled leak or other complications. Surgery is sometimes required. A retroperitoneal bleed/hemorrhage is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. The most likely mechanism is puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space. However, it has also been shown that the adoption of a common femoral artery puncture site does not necessarily prevent the development of a retroperitoneal hematoma. In addition, inadvertent trauma or perforation of the inferior epigastric artery can also lead to the formation of retroperitoneal hematoma. Regarding the thromboembolism, the procedure requires large bore devices in patients who often have vascular disease and/or vessel tortuosity. The placement of sheaths and dilators in these vessels may result in thrombosis in the vessel. When a thrombus is significantly large enough to reduce the blood flow to tissues, it can cause obstruction of distal blood flow, which can lead to ischemia, and/or necrosis of the distal tissue. According to the literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an 14fr esheath+ is 5.5 mm. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, there was no allegation or indication a product malfunction contributed to the adverse events. The exact cause of the reported pseudoaneurysm, retroperitoneal hemorrhage, and thromboembolism could not be determined; however, patient factors and/or procedural factors may have contributed to the post procedure events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : device not returned.